Event description:
During a coronary stenting procedure, the distal end of the cypher stent became flared after several attempts to cross the lesion. The target site was a mid left anterior descending (lad) artery lesion, which was characterized as de novo, moderately calcified and slightly tortuous with 75% stenosis. The lesion was predilated and an attempt to deliver the cypher stent was made. However, the delivery system was unable to cross the lesion. A second attempt was then made using parallel wire technique (using a runthrough ns and a tgv support); however, the stent system still unable to cross the lesion,. Therefore, predilatation to the lesion was performed again but the cypher stent system still was able to cross the lesion. Therefore, the physician decided to use another stent delivery system. Cypher stent was withdrawn and the distal end of the stent was flared ( which is coded as "other " under f10 device code). The procedure was successfully completed with a taxus stent with no adverse effects to the male patient. The product is available and will be returned for analysis.

Manufacturer narrative:
The stent system is available for evaluation and testing; however, it has not been returned as of to date. However, any additional info will be submitted within 30 days upon receipt. This device is not distributed in the united states; however, it is similar to the cypher sirolimus -eluting stents distributed in the us.